Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the product has deep gouges over the material code and near one of the metal rings. The product damage documented in this pc has been identified during loan kit inspection, by the loan kit technician. The event date and alert date are the date that the inspection took place. There is no surgeon, procedure, or patient details available. No further information can be obtained as the case was not reported by the customer. The device associated with this report was returned to depuy synthes for evaluation. Visual analysis of the device found deep scratches near the etch of the product code and over both sides of the surface of the device, mostly near metal rings. Investigation also revealed the device is chipped from the edges. No other issues were observed. The failure mode is consistent with using the device in a prying motion to disassemble the mating instruments after trialing resulting in material overload. No material or manufacturing defects were observed that would have contributed to the fracture. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test cannot be performed due to the condition of the complaint. The overall complaint was confirmed as the observed condition of the attune shim sz5 5mm would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended user error, and it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device is gouged and the product information cannot be read. Patient status/ outcome / consequences: was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown. (B)(4). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.